Event description:
The customer's mother reported that the customer had a sensor anomlay on the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer stated that sensor is not pick it up and the sensor is not communication with insulin pump. The customer changed his set and now they are fine. The customer request the test plug annd serter and advised patient that we will sned as a courtesy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.